Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an issue with the pinnacle screw going all the way through the hole and into the bone. The surgeon has just shown me the x-ray. The product was not returned to depuy synthes, however photos were provided for review. See attachment [image 1, image 2, implant stickers]. The x-ray investigation revealed that pinn can bone screw 6.5mmx25mm is not assembled with the acetabular cup. There is not enough evidence to confirm if the screw went straight through or if it was positioned incorrectly. A manufacturing investigation was performed by the manufacturing site. A DHR was performed for the device product code 12175500p and lot number d21114090, and non conformances / manufacturing irregularities were identified. Based on above investigation under known information, no non-conformance or abnormity was detected regarding product and process, the complaint failure is not related to manufacturing. Please see the attachment "pi-16987675707587135 investigation summary" for more details. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the pinn can bone screw 6.5mmx25mm would not contribute to the complained device issue. Based on the investigation findings, an assignable cause for the two devices separated in situ could not be determined due to insufficient evidence at this time, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code 121725500, lot number- d21114090 , and no non-conformances / manufacturing irregularities were identified. Device history batch : null. Device history review: a manufacturing record evaluation (nc search) was performed for the finished device product code 121725500, lot number- d21114090 , and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code:121725500, lot - d21114090 and no non-conformances / manufacturing irregularities were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code 121725500, lot number- d21114090 , and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with the pinnacle screw going all the way through the hole and into the bone.